Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose of 400 mg/dl and ketones that were identified as dangerous by a healthcare professional; cause was unknown. The customer was treated with intravenous fluids of saline and insulin. The customer was released (B)(6) 2026 with the issue resolved and no permanent damage.